Event description:
The surgeon implanted two 7mm screws, he did not tap. He drove the screws in completely. He then wanted to back out the screw 1/4 turn, but there was resistance and the screws broke. The screw shanks were successfully removed and other screws placed. There was no adverse pt issue, however there was a delay in the case in excess of 30-min. As a result of this delay, an MDR is filed to document this event.

Manufacturer narrative:
Visual examination of the fracture surface under magnification found no anomalies. Based on the description of the event, it appears that the failure was related to material fatigue due to atypical force during the insertion and attempted re-positioning of the screws.